Manufacturer narrative:
This report is filed on (B)(6) 2017.

Event description:
Per the patient's surgeon, the patient's device was explanted on (B)(6) 2017, due to a loss of electrode function. The patient was re-implanted with a new device during the same surgery.